Event description:
Approx. 50 ml of contrast media was injected intravenously when the extravastion occurred, warm soaks applied to site (IV discontinued immediately). The hand became increasingly more edematous over the next 3-4hrs. Compartment syndrome was diagnosed and an emergency fasciotomy was performed. Pt. Currently receiving physical therapy.